Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, there was a tear in the sterile packaging.

Manufacturer narrative:
Received sample in unopened packaged. The sample was visually evaluated and a tear at the edge of paper pouch was observed. Based on evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. It might have happened due to a handling issue during assembly or customer. Per the dimensional evaluation, the tear was about 0.5cm long. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "inspect packaging prior to use. If packaging is opened or damaged do not use". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, there was a tear in the sterile packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile package was allegedly broken off when the case was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, there was a tear in the sterile packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, there was a tear in the sterile packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile package was allegedly broken off when the case was opened.